Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure. The first prostyle suture was successfully pre-placed. With the second device, after closing the lever without issue, the device could not be removed as the foot was caught in the vessel. During the attempt at removal, the guide completely separated from the device. A cutdown was performed to remove the separated portion and to achieve hemostasis. There were no reported adverse patient effects. Although a delay was reported, it is not considered clinically significant as there were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue and treatment appears to be related to operational context. In this case, the foot was caught in the vessel. The resistance encountered during the attempted removal likely contributed to the reported guide separation. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.